Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an internist via our marketing partner (B)(4). This case concerns a (B)(6) y/o male pt who experienced pain in both knee after receiving treatment with synvisc injection. No relevant medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2014, the pt started treatment with intra-articular synvisc injection, at a dose of 02 ml, weekly, (batch/lot number and expiration date: unk) into unspecified location for gonarthrosis. On (B)(6) 2014, pt received third dose of synvisc injection. On the same day, she complained pain in both knees. On (B)(6) 2014, she visited the reporting hospital and underwent arthrocentesis in both knees which was submitted for synovial fluid culture. On an unk date in (B)(6) 2014, pt received corticosteroid nos (steroid). It was reported that synvisc therapy was discontinued with final dose on (B)(6) 2014. Outcome: not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number and results were pending for the same. Seriousness criterion: intervention required. Reporting internist's causality assessment: probable.